Manufacturer narrative:
(B)(6). The lot number was manufactured between april 18, 2018 - april 19, 2018. Three(3) device were received for evaluation. A visual inspection was performed. During functional testing, leaks were observed from the top side seam area of the samples. Magnified inspection revealed tear/holes in the top side seam of the returned samples. The reported condition was verified. The cause was determined to due to variation in the manufacturing weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation it was noted that three (3) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the welds (top side seams). There was no patient involvement. No additional information is available.